Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer reported elevated architect stat troponin-I for a patient and provided the following data for a 64-year-old female: on (B)(6) 2025, sample ID: (B)(6) result was 0.22 ng/ml. The patient had another draw approximately 3 hours later and the result was <0.01 ng/ml. The original sample was then repeated and the result was <0.01 ng/ml. Customer stated patient did not have any improper treatment. Patient had 2 ekgs performed. Patient was released from ed without issue. There was no further reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Data and information provided by the customer were reviewed and support the complaint issue. Sample preparation may have contributed to the customer¿s issue, as the repeat testing gave lower results, indicating a possible sample preparation or sample integrity issue. A search for similar complaints identified an increase in complaint activity for lot 36403un25, however, a review of ticket trending data for architect stat troponin-I (ln 2k41) did not identify an increase in complaint activity related to the complaint issue. A device history record review was performed on lot 36403un25, which did not show any potential non-conformances, deviations, or non-conformances. The overall performance of architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 36403un25 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 36403un25. Labeling was reviewed and found to adequately address the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 36403un25 was identified.

Event description:
The customer reported elevated architect stat troponin-I for a patient and provided the following data for a 64-year-old female: on (B)(6) 2025, sample ID (B)(6) result was 0.22 ng/ml. The patient had another draw approximately 3 hours later and the result was <0.01 ng/ml. The original sample was then repeated and the result was <0.01 ng/ml. Customer stated patient did not have any improper treatment. Patient had 2 ekgs performed. Patient was released from ed without issue. There was no further reported impact to patient management.